Event description:
The occlusion balloon would not deflate when required during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted a pre-dilatation balloon and dilated the vessel. The physician removed the dilatation balloon and inserted the stent delivery catheter. The physician placed the stent and removed the stent delivery catheter. The physician inserted the aspiration catheter and aspirated the particulate from the vessel. The physician removed the aspiration catheter and loaded the hypotube into the adapter for deflation and the occlusion balloon did not respond. The physician attempted to try again, with success the occlusion balloon deflated enough to be removed without incident. The pt is reported to be fine.